Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices that were used in the same procedure. Refer to manufacturer report number MFR. Report # 3005099803-2022-02615 for the first lighttrail reusable laser fiber and MFR report # 3005099803-2022-01779 for the second lighttrail reusable laser fiber. It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail reusable laser fiber was used during a procedure, performed on (B)(6) 2022. The laser unit used was an auriga xl laser console. It was reported that the lighttrail reusable laser fiber was destroyed because the lens of the laser console was misaligned. The procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event.